Manufacturer narrative:
Initial reporter; unknown.

Event description:
It was reported that intermittent undersensing was observed. Programming changes are planned. No further information is available.